Manufacturer narrative:
The patient record and treatment plan was discussed with the treating surgeon concerning overcorrections on idesign and monogram adjustments for future treatments. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on 06/11/2021 on the left (os) eye ended up with so much hyperopia in his post op window. Although the visual acuity ideal, the patient is still complaining of blurry vision post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). A clinical consultation with the treating surgeon was performed. No additional information was provided. Pre/post op results: pre-op cr -7.25+0.50x090 bcva 20/15; va w/ glasses 20/15; post-op mr +1.00+0.50x090 bcva 20/25 cr +3.50 sphere bcva 20/30 va uncorrected 20/30.